Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-april-2024, it was reported by the patient that infusion set fell off due to which hyperglycemia occurs. High blood glucose level was 400 mg/dl. Event occurred on 04/30/2024, 04/22/2024, 04/15/2024, and 04/08/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 5.